Event description:
The end user's husband called in and reported the end user has red, raw skin under the mass at the 6 o'clock position.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. The end user's husband stated the red, raw skin began over six (6) weeks ago using the hollister pouch and has persisted despite trying a new pouch. The husband of the end user went on to state the end user recently gained some weight and their stool consistency varies from watery to mushy. The end user's husband stated the end user cleanses with an unknown soap, rinses with normal saline, applies a skin protectant and then stomahesive powder. The end user's husband was re-educated on a proper skin care routine. The end user's husband was also instructed to resize the opening in the skin barrier. It was also stated that samples of the durahesive pouch would be sent. The end user's husband stated the end user has an appointment with an ostomy nurse. In a f/u email, the current wear-time was questioned, as stated the end user's current wear-time was a few hours to one (1) day. The decrease in wear-time was a few hours to one (1) day. It was reported decrease in wear-time was due to leaving the applicant off in order to let the wound heal. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. A return sample for evaluation is not expected.